Event description:
Customer contacted ortho clinical diagnostics, inc to report a sample showing dosage with anti-fya is failing to react with 0.8% resolve panel a lot # vra116. No discrepancies were reported with qc testing. No death or serious injury has been associated with this incident.